Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub tech reported two patients with anterior capsule tears at 3 and 6 o'clock during laser assisted cataract surgery. There was no surgical intervention required to complete the procedure. There are two related reports. This report addresses patient one and another manufacturer report will be filed for patient two.

Manufacturer narrative:
A preventative maintenance was performed on the system without any complications. System was found to meet specifications. Contributing factors to an anterior capsule tear include the treatment itself, patient movement, patient anatomy, and surgical technique. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).